Event description:
The lead was implanted on (B)(6) 2007 and abandoned on (B)(6) 2012. Device was reprogrammed to vvi 40 for back up pacing with the intention of permanently reprogramming to odo in three months. The procedure took place at physicians (B)(6) medical center. The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)